Manufacturer narrative:
The user experienced hypoglycemia resulting in loss of consciousness and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring emergency medical intervention and is consistent with the reported ems transport and hospital treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date; however, insulin delivery had stopped several hours prior due to the cartridge being empty and not replaced. The hypoglycemic event occurred after a prolonged period without insulin delivery, and no insulin dosing from the ilet was recorded immediately preceding the event. Based on available information, the cause of the event could not be established, and it is unlikely that the hypoglycemia was directly related to ilet insulin delivery. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 05-oct-2025 it was reported that on (B)(6) 2025 the user experienced a hypoglycemic event resulting in loss of consciousness and hospitalization. The user was transported by emergency medical services and treated in the hospital. The user was later discharged and recovered with no long-term health effects reported.